Event description:
It was reported that nine months after stent placement in the left middle cerebral artery m1 segment the patient suffered recurrent transient ischemic attacks (tia's) with aphasia due to in-stent restenosis. A balloon was used to treat the restenosis, restoration was back to normal and the angiographic outcome looked good. The patient presented again seven months later with stent recurring restenosis and tia symptoms. The patient was treated with angioplasty and the angiographic outcome looked good. Five months following the last angioplasty the patient presented with tia and recurrent in-stent restenosis treated with a stent. Follow-up angiography five months following the stenting procedure still showed a good angiographic result.

Event description:
It was reported that nine months after stent placement in the left middle cerebral artery m1 segment the patient suffered recurrent transient ischemic attacks (tia's) with aphasia due to in-stent restenosis. A balloon was used to treat the restenosis, restoration was back to normal and the angiographic outcome looked good. The patient presented again seven months later with stent recurring restenosis and tia symptoms. The patient was treated with angioplasty and the angiographic outcome looked good. Five months following the last angioplasty, the patient presented with tia and recurrent in-stent restenosis treated with a stent. Follow-up angiography five months following the stenting procedure still showed a good angiographic result.

Manufacturer narrative:
The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack (tia) and restenosis are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.